Event description:
The end user was using crutches post heel surgery. The crutch tip wore through and end user fell, hurting his shoulder.

Manufacturer narrative:
End user reported he was recovering from surgery on his ankle. His leg is casted. He had been using the crutches for about a month. He states the crutch tip wore through and he fell, hurting his shoulder. There was no injury to his leg. His physician thought it might be a sprain but the pain continued. He is being evaluated for a torn rotator cuff. This has not yet been confirmed. The sample was not returned by the end user but photos were sent. Photos showed wear to the bottom of the crutch tips. Without an actual sample, it is difficult to determine a root cause.